Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. The manufacturer's field service engineer confirmed the reported blower motor controller issue and replaced the defective blower motor controller pcba to address the reported problem. The unit passed the performance verification test successfully.

Event description:
During preventive maintenance service the blower motor controller board j2 connector was found damaged. There was no patient involvement.